Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The spiderfx embolic protection device was received for evaluation without any ancillary devices or cine images from the procedure. The spiderfx was returned without its transportation hoop and duel ended catheter. The filter was loose in the bag. Biological debris was in the filter. The capture wire was examined: a tight curl was evident approximately 311.5cm distal of the proximal end of the capture wire. The tight curl was examined and found to be a series of kinks in the capture wire. The separation face appears to be a kink fracture. The filter assembly exhibited several severe bends in the stainless steel core section concentrate proximal to the spiral connector. The separation face appears to be a kink fracture.

Event description:
The spiderfx filter broke from wire upon removal of the device. The physician did a partial removal, and had difficulty removing the filter from the sheath. The filter was off of the wire when it came out of the sheath.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.